Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found only the middle portion of the lead was returned for analysis. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. Visual inspection noted an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impressions which is consistent with friction to the device can. All other damages found are consistent with procedural damage.